Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2024, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.